Manufacturer narrative:
A supplemental report is being submitted for additional information. Updated fields: b1 adv event/prod prob updated to adverse event product problem b5 desc evt problem additional codes investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that an outflow graft decompression procedure was performed.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 5076-45 implanted (B)(6) 2004, d142 ICD implanted (B)(6) 2017, 0293 implanted (B)(6) 2017 lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient had a computerized tomography (CT) cardiac morphology performed due to an increased need of diuretic medication. The CT scan showed some new outflow graft compression. An evaluation of auto- logs was performed to assess any changes in the vad flow/powers over extended time, and no alarms were noted. The outflow graft remains implanted. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient was getting ready to be discharged from the hospital post ofg revision, however started developing dark urine and elevations in power and flows . A thrombus was suspected. The patient was placed on medication due to the lactate dehydrogenase (ldh) continuing to climb from 880, 1400, 1800. An echocardiogram and computerized tomography (CT) angio transthoracic (tte) were performed. The patient underwent a pump exchange. The vad patient is known to be part of the subgroup 3.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ ventricular assist device (vad) d4: model #:1103 / catalog #:1103/ expiration date:30-nov-2021 / serial (B)(6), UDI (B)(4): mfg date: 12-nov-2019 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the surgeon left the vad sewing ring and part of the outflow graft in place for the pump exchange.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional product: serial# (B)(6). H3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and a segment of the associated outflow graft (lot no. 2002671875) were returned for e valuation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of (B)(6) manufacturing records confirmed that the associated device met all requirements prior to release. Failure analysis of the returned pump revealed that the device passed functional testing. Review of the magnetic scanner system results revealed normal magnetic data. Visual examination revealed slight abrasions on the inferior surface of the impeller. These friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to abrasion marks observed during visual inspection. Review of the magnetic scanner system results revealed normal magnetic data. Dimensional verification revealed that the front preload measurement, front housing disc curvature, and rear housing disc curvature were found to be deviating from specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Failure analysis of the returned outflow graft revealed that the device passed visual examination. Internal pathological report revealed no evidence of thrombus within the pump or outflow graft. Log file analysis revealed several increases in power consumption and estimated flows to parameters above normal operating range starting on 30/apr/2024; however, no high watt alarms were logged within the analyzed period. As a result, the reported high power event was confirmed. The reported outflow graft external compression could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and historical review of similar events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.